Event description:
On (B)(6) 2025, the user experienced missing dexcom g7 continuous glucose monitor (cgm) readings overnight after pairing a new sensor. During the call, readings resumed at a blood glucose (bg) of 244 mg/dl (cgm) and bg 265 mg/dl blood glucose monitor (bgm). The sensor was calibrated, and the agent advised allowing the pump to correct. The user's highest blood glucose (bg) recorded was 244 mg/dl. Bg was corrected upon connecting the sensor to the ilet pump. No symptoms or medical intervention were reported by the user during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.